Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. Further a reduced electrical impedance between coil and eap/rg (evoked action potentials/ remote ground) electrode was discovered during investigation. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user_s quality of hearing on the right side is no longer sufficient. The user experienced a gradual worsening of sound. Previously the user had had excellent benefit. The device was explanted.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. Further a reduced electrical impedance between coil and eap/rg (evoked action potentials/ remote ground) electrode was discovered during investigation. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user_s quality of hearing on the right side is no longer sufficient. The user experienced a gradual worsening of sound. Previously the user had had excellent benefit. The device was explanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has been explanted since the quality of hearing on the right side is no longer sufficient. Although it was originally scheduled for the clinic to complete both the explantation and the contra lateral side implantation during the same day, they ended up completing only the explantation of the right side, and the implantation on the left side will be scheduled for a later time.